Event description:
Inside of lip...bleed [lip haemorrhage] punctured the inside of lip [lip injury] sore mouth inside lip [oral pain] cut mouth [mouth injury] steel pin shown in the photo punctured the inside of lip. [Device breakage] case narrative: female consumer via e-mail stated that while cleaning her teeth, the steel pin on the oral-b precision clean toothbrush head punctured the inside of her lip making it bleed. No serious injury was reported. 23-sep-2024 follow up via digital safety assessment survey: the 66-year-old female consumer stated that she also experienced a sore mouth inside of her lip. No serious injury was reported. 24-sep-2024 follow up via digital safety assessment survey: the consumer reported that she stopped using the device when it cut her mouth. No serious injury was reported. 30-sep-2024 case update: the suspect product lot was 99347338. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Inside of lip...bleed [lip haemorrhage], punctured the inside of lip [lip injury], sore mouth inside lip [oral pain] , cut mouth [mouth injury] , steel pin shown in the photo punctured the inside of lip - oral-b [device breakage], product counterfeit - oral-b [product counterfeit] . Case narrative: female consumer via e-mail stated that while cleaning her teeth, the steel pin on the oral-b precision clean toothbrush head punctured the inside of her lip making it bleed. No serious injury was reported. 23-sep-2024 follow up via digital safety assessment survey: the 66-year-old female consumer stated that she also experienced a sore mouth inside of her lip. No serious injury was reported. 24-sep-2024 follow up via digital safety assessment survey: the consumer reported that she stopped using the device when it cut her mouth. No serious injury was reported. 30-sep-2024 case update: the suspect product lot was 99347338. No serious injury was reported. 24-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
24-nov-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.